Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was unable to zero transducer on machine. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and found the logs. Critical fault code # 67 (a failure communicating the correct voltage to the hydraulic blood pressure sensor) logged over 20,000 times. He replaced pcb, front end to fix the issue. He also reloaded b.17 software. 30 psi transducers were re calibrated along with the drive regulators. Blood pressure adapter cable was missing so he replaced cable, bp transducer adapter. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The supplier performed in circuit testing, and manual tests, and all tests passed. The supplier could not verify the failure of fault code #67. The board passed testing. The failure analysis and testing dept. Installed part pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat did not observe fault code #67. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d007 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated and found the logs. Critical fault code # 67 (a failure communicating the correct voltage to the hydraulic blood pressure sensor) logged over 20,000 times. He replaced (d670-00-1164) pcb, front end to fix the issue. He also reloaded b.17 software. 30 psi transducers were re calibrated along with the drive regulators. Blood pressure adapter cable was missing so he replaced (d012-00-1815) cable, bp transducer adapter. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The fat did trigger the reported problem of the unit was unable to zero bp transducer and display fault code #67. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the front end board in the failure analysis and testing department per procedure (B)(4) rev ak.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.